Event description:
It was reported that a broken sensor wire occurred. The wearable was inserted into the arm on (B)(6) 2024. The patient went to the doctor to check if the sensor wire was still in her skin. The doctor surgically removed the sensor wire from the patient's skin and placed a bandage at the site. The doctor provided the patient tylenol for pain. At the time of the report, the patient was doing good and the site was healing. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and failed. There was damage to the wearable. The sensor wire was found to be goosenecked. The allegation of a broken sensor wire was not confirmed via product. However, it was found that an applicator deployment issue occurred. Probable cause could not be determined. No additional patient or event information is available.